Manufacturer narrative:
(B)(4). Batch # p5904y. Device evaluation: the analysis results showed that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage. The device was received with a reload present. The reload was returned with only 11 staples present and protruding, with the washer uncut and with the knife recessed below cartridge deck. The reload lockout was engaged. The device was tested for functionality with the a test reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue and or trying to close the device with the cartridge not fully seated. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the patient is diagnosed as rectal carcinoma. During the rectectomy, the surgeon used the device to anastomose the rectum, the closure trigger broke down when the surgeon squeezed the closure trigger. There were no patient consequences reported.